Event description:
Deflation complaint for pt, (B)(6), mentor received notice of litigation from pt's attorney on 03/16/2012. Per pt's legal rep, "on (B)(6) 2008, plaintiff's saline breast implant failed and began to leak subsequent to its insertions." No device has been returned to mentor for product eval.